Event description:
Rn was using an insulin pen to administer a dose to a pt. After the dose was administered, the nurse replaced the outer shield needle in order to remove the used needle. Needle pierced the shield and the nurse was stuck in the right thumb.